Event description:
A catheter was being inserted into the pt's right subclavian vein using a catheter kit. The pt's vein was cannulated easily, the dilator passed, the guide wire inserted and the catheter threaded. When attempting to remove guide wire, there was difficulty removing it and resistance was met. On removal of wire, wire noted to be unraveled. A chest x-ray was obtained after the procedure and a small piece of the guide wire was noted in the subclavian vein. The pt was taken to the operating room for retrieval of the retained piece of guide wire.